Event description:
Major pump unit(s) involved: external control system failure;multiple red heart hazard alarms before and after changing out controllers per patient.other component: data reported back from thoratec as a low voltage alarm;causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system.other intervention : education regarding device, importance of changing batteries, etc.type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.